Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2015. Approximately 7 years after the initial procedure the patient had a right hip revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Event description:
Additional information received. Revision op report findings: failed tha due to poly wear and osteolysis. Xrays show loosening, eccentric poly wear and acetabular and femoral osteolysis; CT showed extensive acetabular osteolysis of the right acetabulum. Severe synovitis and metallosis is confirmed with extensive local soft tissue reaction; femur in good condition; synovial fluid appeared to be clear. Novation acetabular component was well fixed and there was catastrophic wear of the poly liner; significant bone loss of acetabulum with severe ilium and pubic osteolysis.

Manufacturer narrative:
As a result of additional information and investigation findings, the following fields have been updated: a2, a3, b5, d1, d4, d10, g4, h4, h6, h7, and h9. D10. Concomitants: 142-32-03 - cocr fem head 32mm +3.5 offset 12/14 4017029; 164-13-10 - novation element ro s/o col sz 10 3902167 ; 180-65-20 - alteon 6.5mm screw, 20mm 4008651 ; 186-01-48 - integrip cc, cluster 48mm, g1 4007964. H6: investigation results - based on the available information, the patient involved in (B)(4) meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision due to early prosthesis wear reported in (B)(4) is a combination of risk factors specified in (B)(4), in addition to loosening of the acetabular bone screw(s). However, this cannot be confirmed, and the root cause of the screw loosening cannot be determined because the devices were not available for evaluation and no images or radiographs were provided.